Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018, that a wallflex biliary rx fully covered stent has been implanted to treat a stricture in the common bile duct due to cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tight and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent would not deploy. Reportedly, the physician was able to finally deploy the stent, but the stent got deployed too far, distally outside of the duct. It was reported that the physician was comfortable leaving the stent in place, and the procedure was completed with this device. There were no patient complications reported as a result of this event.